Event description:
It was reported via repair work order that the zoom would stop during use due to malfunctioned batteries. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.